Event description:
The customer reported via phone call that the customer experienced high blood glucose . It was reported that the customer tried to push insulin in and then insulin pump and set was not giving insulin to body. The customer blood glucose value at the time of event was 500 mg/dl. The customer was treated the high blood glucose with manual injection, insulin pen. The current blood glucose value was 160 mg/dl. Troubleshooting was performed. The customer will continue or discontinue the use of the insulin pump.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.